Manufacturer narrative:
(B)(4). One sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets could not be primed. The customer reported that for all three sets the check valve was inverted and tapped, and that the solution bag was squeezed to initiate flow. This occurred before the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: 06/06/2017 - 06/07/2017. One device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage test were performed with no issues noted. Functional test was performed to check the drop size delivery and flow rate. The reported condition was not verified for this sample. The other two samples were not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.